Event description:
It was reported that during an unk procedure, the hand switch was non-functional. The foot switch was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.